Event description:
Info received indicates with the brake on the wheel will lock, but the caster continues to swivel.

Manufacturer narrative:
The tech replaced the brake caster to repair the stretcher.